Event description:
A report was received via FDA's medical products reporting program that a pt developed a corneal ulcer while using renu (unk type). In 2005, the pt was diagnosed with an infectious corneal ulcer; however, the source of infection could not be determined. The pt was treated for fungal and other infection types. The pt vision was impaired over 50% and his symptoms included pain, redness, sensitivity and tearing. The pt reported his condition was improved but, he had corneal scarring. The pt was advised he was a candidate to undergo a corneal transplant.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint, since no product was returned and no lot number was provided. However, the co did initiate a broader investigation of reported fusarium keratitis events that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testintg was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.